Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, the valve was received in its original jar submerged in clear solution. The serial number tag ((B)(6)) was returned with the valve. All leaflets were in the closed position with a gap between the free margins of leaflets 1 and 2. All leaflets were flexible and intact; no damages were noted. All commissures were intact. There were no signs of kinks or bends on the frame. Under magnification (10x-20x), multiple scratches were found on the waist region of the frame. A loading simulation was performed to evaluate against the reported allegation of a misload. The valve was placed in a cold saline bath to perform loading simulation per instructions for use (IFU). Upon loading, the frame paddles were seated within the paddle attachment pockets. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve; no issues were encountered during this step. The capsule was then fully advanced over the valve. No visual or tactile anomalies were noted during the loading simulation. Upon opening the jar, remnants of gasket material were adhered the rim of the jar. A small white gasket particulate was found in the solution of the jar. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the crimping nurse forgot to remove the back plate before crimping the valve. The loader "smashed" the valve when attempting to push the capsule guide tube and inflow cone together. The issue was observed visually and tactilely. A new valve, delivery catheter system (dcs) and compression loading system (cls) were used to complete the procedure successfully and with no delay. No adverse patient effects were reported.